Event description:
The customer reported via phone call that a button error alarm occurred while attempting to bolus. Customer stated the buttons on the insulin pump were not functional. Customer's blood glucose was 211 mg/dl. The customer was unable to clear the alarm. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarm was noted during failure analysis. It was determined the b and escape buttons were unresponsive due to corroded keypad tracers. A displacement test could not be performed due to unresponsive button. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.